Manufacturer narrative:
Analysis identified that the cable connector lock was broken off. The cable was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable returned as an associated product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.